Event description:
After insertion through sheath into patient, balloon was inflated. When deflating balloon, noted that balloon was not deflating. Catheter was removed from patient and balloon was no longer on the catheter. There was no harm to the patient. A CT exam was scheduled.